Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that a difficulty advancing the stent delivery system occurred.. Vascular access was obtained via femoral artery. The 90% stenosed, de novo, 14x275mm target lesion contained a >45 and <90 degree bend and was located in the non-calcified and non-tortuous diagonal left anterior descending artery. Following predilation, a 3.00x16mm promus element drug eluting stent was advanced through a 7f unspecified therapeutic catheter but has not progressed and got hooked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However , device analysis result revealed stent damage and stent had moved on balloon.

Event description:
Reportable based on device analysis completed on (B)(6) 2013. It was reported that a difficulty advancing the stent delivery system occurred.. Vascular access was obtained via femoral artery. The 90% stenosed, de novo, 14x275mm target lesion contained a >45 and <90 degree bend and was located in the non-calcified and non-tortuous diagonal left anterior descending artery. Following predilation, a 3.00x16mm promus element drug eluting stent was advanced through a 7f unspecified therapeutic catheter but has not progressed and got hooked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However , device analysis result revealed stent damage and stent had moved on balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned with a guide catheter as separate units. A visual and microscopic examination found that the stent had moved distally on the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The distal side of the stent was stretched distally with struts on the most distal row stretched significantly. The device was inserted into the returned guide catheter and advanced until the stent exited the tip without any issue noted. The device was then withdrawn and the proximal end of the stent caught slightly on the tip of the guide catheter due to the incorrect stent position. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).